Event description:
It was reported that the patient presented to the clinic with complaints of chest pain and limb weakness. Device interrogation revealed elevated capture thresholds of the pacemaker. Programming adjustments were attempted but were unsuccessful. Further evaluation demonstrated persistently high capture thresholds in both the right ventricular (rv) and right atrial (ra) leads, accompanied by significant variations in r-wave and p-wave amplitudes, respectively. Fluoroscopy confirmed dislodgement of both leads. The ra and rv leads were explanted and replaced on (B)(6) 2026. The patient was in stable condition.